Event description:
On june 18, 1997, pt had an implantation of a mg uni total knee. Two years post-op pt complained of pain and swelling. On june 13, 2000, an arthroscopy was performed on the knee, revealing wear of the polyethelene. On 2000 revision arthroplasty was performed on the knee.